Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the head right wheel was worn and damaged. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.